Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope due to ventricular fibrillation that was not converted and presented in the emergency room. Upon device interrogation, the implantable cardioverter defibrillator revealed that one high voltage therapy failed to convert the ventricular fibrillation. Medication changes were made. The patient presented in the emergency room and was admitted on (B)(6) 2018 due to palpitation and chest tightness. Upon device interrogation, no arrhythmias were noted. Patient symptoms subsided within half an hour and the patient was discharged.